Event description:
It was reported that the pump was replaced due to end of life - prophylactic removal of pump to avoid in-vivo battery depletion. The pt had experienced periodic symptoms of withdrawal. No rotor or dye studies were performed. At the time of replacement good csf flow was noted from the catheter. The pt recovered without sequela.

Manufacturer narrative:
The pump has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.